Event description:
Tilt table being positioned for procedure. The operator selected to move the table from a horizontal position to a "head-up" position. The table and bed moved in the opposite direction. The patient slid off the tilt table as a result. No adverse effect to the patient known.